Event description:
It was reported that vessel dissection occurred. The greater than 80% stenosed target lesion was located in the basilar artery and was treated with angioplasty. A 20mm 2.50 maverick balloon dilation catheter was selected to dilate the lesion. During second inflation a small basilar artery dissection was noted. The dissection and stenosis was resolved by placing a non bsc stent. The procedure was completed with this device. Np patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Brand name corrected from maverick balloon dilation catheter to maverick²¿. Model number corrected from 30275-2025 to 38928-2025. Upn corrected from h7493027520250 to h7493892820250. (B)(4).

Event description:
It was reported that vessel dissection occurred. The greater than 80% stenosed target lesion was located in the basilar artery and was treated with angioplasty. A 20mm 2.50 maverick balloon dilation catheter was selected to dilate the lesion. During second inflation a small basilar artery dissection was noted. The dissection and stenosis was resolved by placing a non bsc stent. The procedure was completed with this device. Np patient complications were reported and the patient's status was stable.